Manufacturer narrative:
The available information suggests this device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a latitude alert was issued for this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's defibrillation lead, due to high out of range pacing impedance measurements. Noise was also observed on the rate/sense channel electrograms. No inappropriate therapy was delivered due to the noise. It was reported that a fracture was suspected on the lead. The physician elected to program tachy therapy off to prevent inappropriate therapy as no intervention is planned. No adverse patient effects were reported.